Manufacturer narrative:
Event description: it was reported that the product was implanted on (B)(6) 2009 and revised on (B)(6) 2019 due to pain. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: 6 CT images (5 undated and 1 with a print date of 10 apr 2019) were received in a pdf file. They show a revitan stem implanted in the left hip with a head adapter. In the acetabulum the situation after an acetabular roof reconstruction can be seen. The cup is secured with several screws. Superior to the lateral edge of the acetabulum there is a tip of a fractured screw visible. There are three cerclage wires around the femur. One CT image shows the revitan stem before the fracture. Along the medial side of the proximal stem part there is no bone recognizable. Lateral to the proximal stem part a thin portion of the cortex is visible. There seems to be a bone fracture just above the most distal cerclage on the medial side. Comparing the perpendicular distance between the horizontal line connecting the acetabular teardrops and the center of the trochanter minor on each side a slight leg length discrepancy can be noticed, despite the neck extension using a head adapter. The rest of the CT images show a fracture of the connection pin of the revitan stem. The proximal part of the stem is tipped medially and its distal end is shifted laterally. Due to the low image quality it is unclear if the bone fracture above the most distal cerclage is healed. On the CT image with a print date of 10 apr 2019, the prosthesis is digitally processed to appear orange. Lateral to the distal two thirds of the proximal part of the stem a thin portion of the cortex can be seen. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 5 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture. The fracture originated from the posterolateral side. On the proximal fracture surface, polished areas can be observed around the edge and on half of the posterior side. On the distal fracture surface polished areas and scratches can be seen in the medial half. Further, there is some blackish discoloration on the posterolateral and medial side. On the latter the blackish discoloration is less pronounced. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches can be seen. On several locations of the stem¿s neck, stem¿s anchoring surface and on the connection pin colored spots are visible. These can most probably be attributed to the use of an electrocautery instrument during surgery. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. Some wear marks can be observed on the posteromedial edge of the stem¿s face surface, on the medial nose and on the posterior side of the lateral nose. On the proximal fracture part of the connection pin there is an almost circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed polishing, smeared material, fretting and corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. On the posterior side of the latter a polished area can be seen. On the distal part of the revitan stem bone attachments are visible. Removal damage in the form of missing material, polishing, scratches and nicks can be recognized on the anchoring surface as well as on the face surface of the distal part of the stem. A merete bioball head and a merete bioball eccentric head adapter are still assembled on the proximal part of the revitan stem. On the posterolateral side of the head adapter there is an elliptical notch visible. This indicates an impingement between head adapter and cup. Colored spots from the use of an electrocautery instrument during surgery can be observed on the posterior and lateral side of the head adapter. Numerous metallic smears of different size and intensity can be noticed on the articulation surface of the head . Under certain lighting conditions, two sickle-shaped matt areas can be seen on the head¿s articulation surface. These could point to a subluxation situation. No considerable deteriorations, deformations or imperfections can be seen. The part shows some normal signs of usage. Calculation of the head¿s neck length: to calculate the neck length of the head and head adapter (competitor products) used in combination with the revitan stem, the assembly dimensions were overlapped onto the stem drawing. The image was then calibrated and the neck length was measured. The offset amounts to approximately 16 mm. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the product was implanted on (B)(6) 2009 and revised on (B)(6) 2019 due to pain. The hip prosthesis was revised after 9 years and 11 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin is located on the posterolateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. The revitan stem was used in combination with a merete bioball head and merete bioball head adapter to compensate a difference in leg lengths. Despite this, a slight leg length discrepancy still remained. This combination resulted in an increased offset of approximately 16 mm. The combination of a revitan stem with the merete bioball head and adapter has to be considered off-label use. Products manufactured by zimmer biomet were not originally designed to be compatible with products from other manufacturers. Furthermore, the combination of a revitan stem and a head/head adapter with a neck length of more than 8 mm is an unauthorized combination which is not released by zimmer biomet (see www.productcompatibility.zimmer.com) [3]. The lnstruction leaflet for endoprostheses that accompanies every zimmer biomet product points to these facts under chapter 1.1 general instructions. Based on the information reported in the zper, the patient had an absence of metaphyseal bone and muscle tissue of the abductors. On the CT image at hand taken before the fracture of the revitan stem it can be recognized that there is no bone visible on the medial side of the proximal stem part and laterally only a thin portion of the cortex is visible. On the retrievals at hand, bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Based on the above described findings, it can be concluded that the fracture was not triggered by a single factor. There were rather several factors that may have contributed to the fracture, e.g. Lack of proximal bone support around the proximal part of the stem, the increased offset that may have led to enhanced bending and torsional forces at the connection pin, the patient¿s bmi and the surface changes on the connection pin. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. The investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Lot number unknown.

Event description:
It was reported that patient underwent revision surgery due to pain and device fracture.